Event description:
It was reported that during a gastric bypass procedure, the device locked on tissue. During removal, tissue in staple line was torn. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.